Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6.2 had failed and required maintenance. Attempts to reboot and recover the drawer were unsuccessful, and unplugging and reconnecting the power cable did not resolve the issue. After opening the back panel and checking the components, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie pockets keep failed. The field service engineer (fse) reseated the row board cable connections and reseated all cubie trays and pockets. Then, the fse replaced the drawer slide stop bumpers and performed testing, confirming that all pockets and the drawer were successfully recovered. The system functioned as intended after the field service engineer repaired the device.